Event description:
It was reported that this right atrial (ra) lead connected to a pacemaker exhibited undersensing. Low amplitude was also observed. Technical services (ts) was consulted and further review was recommended. No adverse patient effects were reported. This device system remains in service.